Event description:
The device was returned by the facility with a report of "PICC clotted, but positive blood return upon posiflo removal." Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient injury or medical intervention.

Manufacturer narrative:
The visual inspection was acceptable. The functional testing passed. The sample did not confirm the problem reported by the customer. Review of the complaint reporting history revealed that there were no similar reports for lot#ue106419.